Event description:
It was reported that during a da vinci-assisted left hemicolectomy surgical procedure, there was an issue with the vio integrated electrosurgical generator unit (iesu) and the user had already power cycled the generator. The iesu was unable to recognize the instrument and had ¿?¿ symbol. The intuitive surgical, inc. (Isi) technical support engineer (tse) advised to use another energy cable and to disconnect and power cycle the generator if there was another energy device being used. The user advised the issue was not resolved. The tse asked if the user had access to an external electrosurgical unit and cable and assisted user for location of personality module energy device (pmed) and shared a picture of cable. The user confirmed cable had been connected and was able to activate the device. The user decided to continue with the procedure. The procedure was continuing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and was ready for use. Isi has received the iesu to perform failure analysis (fa). Fa was not able to reproduce the customer reported complaint but could confirm the issue via error logs. The iesu energized and cauterized and all ports recognized instruments